Manufacturer narrative:
The investigation is still in progress. Concomitant bwi products: product: stockert 70 rf generator: us catalog # s7001, serial # (B)(4). Product: carto 3 system: us catalog # fg540000, serial # (B)(4). Product: navistar ds electrophysiology catheter: us catalog # ns7tcj8l174hs, lot # unknown. A notification of this event, has been sent to manufacturer (covidien) for their involved product (indifferent electrode) (B)(4).

Event description:
During an atrial flutter procedure, it was reported that the patient suffered a skin burn where the indifferent electrode (competitor¿s product) was located during a radiofrequency ablation. The burn was noticed by lab staff, 2 and half hours post-procedure, when the patient complained of lower back pain. When the indifferent electrode was removed immediately after the procedure, the nurse stated that the skin was intact. On (b)(6,) received additional information requested from bwi representative stating that the burn was classified as 2nd degree. The patient visited the emergency room (ER) during the weekend, a few days after the procedure for medical treatment. There were two ¿quarter¿ size lesions that were treated. The patient did not require additional hospitalization. The causality of this event was possible procedure related.

Manufacturer narrative:
(B)(4). During an atrial flutter procedure, it was reported that the patient suffered a skin burn where the indifferent electrode (competitor¿s product) was located during a radiofrequency ablation. The burn was noticed by lab staff, 2 and half hours post-procedure, when the patient complained of lower back pain. When the indifferent electrode was removed immediately after the procedure, the nurse stated that the skin was intact. The device was evaluated and the issue was not reproducible. The device was subjected to pm, safety and functional testing and all tests passed. The system is ready for use. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service. The customer complaint was not confirmed.